Manufacturer narrative:
Legal documents summary notes 6 pseudotumors, 2 alval, and 4 with some symptoms that are unaccounted for within the 58 patient description. (B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2017 - 06410, 0001825034 - 2017 - 06411, 0001825034 - 2017 - 06412, 0001825034 - 2017 - 06413. Concomitant products: unknown head p/n unknown l/n unknown; unknown stem p/n unknown l/n unknown, unknown cup p/n unknown l/n; unknown liner p/n unknown l/n unknown. The device has not been returned for evaluation at the time of this reporting. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient is experiencing elevated metal ion levels, pain, and difficulty walking. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.